Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. The physician reported that the struts of the 3.50x28 mm express stent system "was not worked properly." The procedure was completed with another express stent. No patient complications were reported. Patient status reported as "satisfactory/good."

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.